Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when stapling the rectum, the stapler was able to fire. The doctor positioned the load on the fabric, closed the stapler, turned on the blade, and pressed to fire. According to the doctor, it seemed that the blade was progressing, however, when removing the stapler realized that it had not stapled and cut the fabric. But the charge stopped, as if it had been fired. There were no staples were left in the cavity. Another charge was opened and it worked. They changed the load to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The sled was fully advance and appropriate staple strike marks were noted. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, when stapling the rectum, the stapler was able to fire. The doctor positioned the load on the fabric, closed the stapler, turned on the blade, and pressed to fire. According to the doctor, it seemed that the blade was progressing, however, when removing the stapler realized that it had not stapled and cut the fabric. But the charge stopped, as if it had been fired. There were no staples were left in the cavity. Another charge was opened and it worked. They changed the load to complete the case. There was no patient injury.